Manufacturer narrative:
Section a2, a4, a5, a6: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Patient had bilateral intraocular lens (iol) implants and experienced very poor visual acuity results post-operatively, with uncorrected distance visual acuity (ucdva) of 20/50 left eye (os) and 20/60 right eye (od); which may require explantation of the lenses. The patient could barely see from distance to near vision. The surgeon requested that the patient to lubricate the eyes and see an optometrist for a refraction. The rest of the patients ocular anatomy is excellent. No medical attention or medication outside of standard care was reported. Additional information confirmed that both iols were explanted. The right eye iol was exchanged for a non-johnson & johnson preloaded monofocal iol, and the left eye iol was exchanged for a non-johnson & johnson iol. The type of the left-eye replacement lens was not specified. The patient is very happy with the iol exchange. No other information was provided. This report captures the left eye. A separate report is being submitted to capture the right eye.